Event description:
It was reported that during the generator change out procedure, the physician was unable implant the left ventricular (lv) lead due to the patient's anatomy. It was also reported that lead was not the correct length or diameter. In addition, the lead was not stable. The physician removed the lead and decided to implant a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2004; 4196-88 lead, (B)(6) 2005; 6947-65 lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found.